Event description:
Complainant alleged that during a routine shift check by a clinician, the device while attempting to charge the defibrillator displayed error message code "status 90" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.